Manufacturer narrative:
The service technician reviewed the patient files and confirmed that that device powered off, and then back on a few seconds later, on multiple occasions on 11/28. It was noted that these power offs occurred during a 12 lead, which is a high current function. It was also noted that there were discrepancies noticed in the ECG event files. The noisy or missing ECG rhythms noted in the ECG event files could not be duplicated, and the technician noted that the system board should be replaced if these problems persist. The service technician replaced the banana pins as a precaution, and the device then passed all functional and performance testing. The root cause of the unexpected power off could not be confirmed.

Event description:
The customer contacted physio-control to report that their device turns off intermittently. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient involvement.

Manufacturer narrative:
The service technician reviewed the patient files and confirmed that device powered off, and then back on a few seconds later, on multiple occasions on 11/28. It was noted that these power offs occurred during a 12 lead, which is not a high current function. After replacing the banana pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause may have been loose battery pins, but this could not be confirmed.

Event description:
The customer contacted physio-control to report that their device turns off intermittently. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient involvement.

Manufacturer narrative:
The device was not returned to physio-control. The third-party service agent performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by third-party service agent.

Event description:
The customer contacted physio-control to report that their device turns off intermittently. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient involvement.